Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested hi (greater then 33.3 mmol/l) at 22:30 on the performa system and was treated with 5 units of unspecified insulin. The following results were obtained: hi 23:00 (received 8 units of insulin) hi 00:00 hi 00:40 (received 10 units of insulin) patient tested 2.4 mmol/l at 02:00 with low blood glucose symptoms on the performa system; patient was treated with a glucose IV. 05:00 lab value returned as 1.82 mmol/l; at 09:00 patient tested hi on the performa system and 4.5 mmol/l on meter made by (B)(4). Patient's condition has improved. Requested return of suspect device.

Event description:
Reporter alleged obtaining the result of 94 mg/dl, taking 5 sugar tablets, and then obtaining the results of 358 mg/dl, 351 mg/dl, 119 mg/dl and 199 mg/dl back to back within 10 minutes on the advantage system. Reporter drank (B)(6) and ate peanut butter crackers prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.